Event description:
The customer reported battery problems - some of the connection wires are loose. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported battery problems - some of the connection wires are loose. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.